Manufacturer narrative:
We are unable to provide the unique identifier (UDI) # for this product. All available product data has been included in this report.

Event description:
It was reported that when the radio frequency ablation (rfa) electrode was connected to the generator, an error message appeared immediately and the device emitted several loud beeps. The patient was under local anesthesia, and the procedure was subsequently cancelled.